Event description:
The manufacturer received information alleging a patient with a rental, dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.